Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d224trk implantable cardioverter defibrillator (ICD)  2010-(B)(6), 5076 implantable pacing lead 2010-(B)(6), 6935 implantable tachy lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) early due to high left ventricular (lv) lead thresholds. The device was explanted and replaced and the lv lead was capped and was not replaced. No patient complications have been reported as a result of this event.